Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient blood glucose results of 2.9 mmol/l on aviva nano system 1, 5.0 mmol/l on aviva nano system 2 within 10 minutes. The same blood drop and the same strips were used for both results. No information was provided for aviva nano system 2. Reported no adverse event. A request was made for the return of the meters and strips.